Event description:
It was reported that the patient underwent a balloon ablation procedure. At approximately seven minutes into the therapy cycle, a low pressure alarm sounded and the unit shut down. When the balloon was removed, a perforation was noticed. A burn starting on the outside of the vagina and extending into the uterus was also noted. Out of 30cc of d5w that were used, 29cc were removed at the end of the case. The case was aborted. The physician reports that there was no sign of a perforation in the uterus and that it was possible that the balloon herniated out of cervix during the last minute of therapy. The patient's anterior vaginal wall appears to be sloughing and will possibly require debridement. The patient will be seen in consultation by a gyn-oncologist.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.